Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after its placement the foley catheter was removed because a leak of sterile water occurred. It is also mentioned that "health professional have received a report of a leak in the sterile water system, but health professional believe it may also be a urine leak. Please check the location of the leak."